Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that 00mlx mlx 300w xenon lightsource was overheating & upon inspection the light appears to have overheated, and melted the housing. It also appears that the wires leading from the board to the light have overheated as they are also discolored. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI#:): (B)(4). Light source (00mlx) was not returned and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.